Event description:
It was reported the flex deflectable videoscope had a pink image. The image issue was found during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was reproduced. Based on the results of the investigation, it suggests probable cause is likely a break or short circuit inside the image sensor cable. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.